Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that there was as a fracture of collar of implant. Tooth # 4. Implant was replaced at time of implant removal. No further impact to patient and no medical history to report. Impact to patient. Patient will return to have new implant placed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite certain implant, (ioss410) was reported but not returned for evaluation. Therefore, physical evaluation could not be performed. DHR review was completed for the subject lot number 868054. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot (868054) and no similar event or complaint was found. (Complaint category keyword: fracture: implant). The customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi), rev j - 7/31/2022. Information identified: warnings. Per the applicable IFU, ¿excessive bone loss or breakage of a dental implant may occur when an implant is loaded beyond its functional capability¿. Based on the investigation and risk management file review, the most likely root causes determined were patient factors. Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.